Manufacturer narrative:
It was later reported that the patient remained in the hospital for in-patient rehabilitation following knee surgery. The patient will follow up with her electrophysiologist. The field representative was unsure if an x-ray had been no additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited shock impedance >125 ohms for the past five days. Historically, shock impedance was 52 ohms. A review of the patient's history revealed a non-sustained episode that appeared appropriate and an episode of supraventricular tachycardia in which no therapy was delivered. No shocks have been delivered since induction at implant. The patient was having knee surgery so the magnet mode was disabled. There was no noise on the shock channel. The configuration was changed and impedance remained out of range. Technical services (ts) suggested that an x-ray be performed. Ts discussed that the patient may be unprotected so they should have external defibrillation nearby. No adverse patient effects have been reported.